Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer had buttons that were not responding well no the insulin pump. Customer's mother explained that she had tried to give a bolus but the down button would not respond. She did not recall the pump being bumped or dropped. A replacement pump was arranged to be sent out.

Manufacturer narrative:
The pump was received with no button response due to a flattened button dome switch. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window. The connector on the lcd board was inspected, and was properly connected.